Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that pen ndl 29ga 12.7mm 100 bx 1200 la broke off and got stuck in patient abdomen. This was discovered during use. The following information was provided by the initial reporter: customer contacted us to open a complaint regarding bd needles ultra-fine 12.7 mm batch 4064467, informed that she has been using bd needles for a long time for insulin application and that her daughter buys spare needles in curitiba and a needle has gotten stuck in her abdomen, she said the needle bent at the time she was removing it from her abdomen, she said she went to the doctor and he said it would be expelled naturally. As she buys the single needles, she only has the batch number, it is only applied on the abdomen, but they are switched, does not reuse. Additional information: the customer informed that is feeling well without any pain in the puncture local. The customer has came to the doctor that did an exam (ultrasound) and said that there is something in her stomach but can not confirm if is the needle. The doctor said that the body will expel or absorb naturally the needle. Customer was using the material after its expiration date and did not realize. F.10. Device codes: 1069, 2911

Event description:
It was reported that pen ndl 29ga 12.7mm 100 bx 1200 la broke off and got stuck in patient abdomen. This was discovered during use. The following information was provided by the initial reporter: customer contacted us to open a complaint regarding bd needles ultra-fine 12.7 mm batch 4064467, informed that she has been using bd needles for a long time for insulin application and that her daughter buys spare needles in curitiba and a needle has gotten stuck in her abdomen, she said the needle bent at the time she was removing it from her abdomen, she said she went to the doctor and he said it would be expelled naturally. As she buys the single needles, she only has the batch number, it is only applied on the abdomen, but they are switched, does not reuse. Additional information: the customer informed that is feeling well without any pain in the puncture local. The customer has came to the doctor that did an exam (ultrasound) and said that there is something in her stomach but can not confirm if is the needle. The doctor said that the body will expel or absorb naturally the needle. Customer was using the material after its expiration date and did not realize.

Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: (B)(6).

Event description:
It was reported that pen ndl 29ga 12.7mm 100 bx 1200 la broke off and got stuck in patient abdomen. This was discovered during use. The following information was provided by the initial reporter: customer contacted us to open a complaint regarding bd needles ultra-fine 12.7 mm batch 4064467, informed that she has been using bd needles for a long time for insulin application and that her daughter buys spare needles in curitiba and a needle has gotten stuck in her abdomen, she said the needle bent at the time she was removing it from her abdomen, she said she went to the doctor and he said it would be expelled naturally. As she buys the single needles, she only has the batch number, it is only applied on the abdomen, but they are switched, does not reuse. Additional information: the customer informed that is feeling well without any pain in the puncture local. The customer has came to the doctor that did an exam (ultrasound) and said that there is something in her stomach but can not confirm if is the needle. The doctor said that the body will expel or absorb naturally the needle.

Manufacturer narrative:
Additional initial reporter phone#: (B)(6). Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: a complaint history check was performed and this is the 1st related complaint for breaks off during use & bending during use on lot # 4064467. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen ndl 29ga 12.7mm 100 bx 1200 la broke off and got stuck in patient abdomen. This was discovered during use. The following information was provided by the initial reporter: customer contacted us to open a complaint regarding bd needles ultra-fine 12.7 mm batch 4064467, informed that she has been using bd needles for a long time for insulin application and that her daughter buys spare needles in curitiba and a needle has gotten stuck in her abdomen, she said the needle bent at the time she was removing it from her abdomen, she said she went to the doctor and he said it would be expelled naturally. As she buys the single needles, she only has the batch number, it is only applied on the abdomen, but they are switched, does not reuse. Additional information: the customer informed that is feeling well without any pain in the puncture local. The customer has came to the doctor that did an exam (ultrasound) and said that there is something in her stomach but can not confirm if is the needle. The doctor said that the body will expel or absorb naturally the needle.